Manufacturer narrative:
H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure. E1: patient city: (B)(6), patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. This MDR is being submitted for an unknown number of devices in which the issue was experienced. On 11-oct-2024, reported that patient faced extended infusion set faulty. No further information available.

Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well.